Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt experienced a seroma at the pump pocket site; a pump leak was suspected. A rotor or dye study was not performed. The pump contained morphine 10 mg/ml. The pump was replaced; the catheter was not replaced. The pt outcome was recovered without sequela.